Event description:
It was reported to technical services on (B)(6) 2011 that this clinic received a check atrial lead message on initial interrogation. Did not see any gaps over the past several months. Directed the caller to do the same with the p-wave amplitude as a lower than 0.5mv reading will provide the same message. Caller will review that. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).